Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarm caused by a failed upper link switch. The upper auxiliary assembly (containing the failed link switch) was replaced.

Event description:
It was reported that a spectrum infusion pump had door not fully latched messages. It was also reported that there was no pt injury.